Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor detached while the user was at work, resulting in loss of cgm signal and cessation of communication with the ilet. Symptoms included no reported adverse clinical effects and no impact to blood glucose at the time of the call. Outcomes included the user planning to start a new dexcom sensor at home and to contact dexcom for a sensor replacement. Investigation included customer education and troubleshooting regarding expected behavior when the cgm is removed from the body. Investigation of this case revealed loss of signal due to the sensor being off-body, consistent with expected device behavior when a cgm sensor is not worn. It was concluded, based on previously established findings for similar reports, that the cause was user-related sensor detachment leading to expected loss of cgm communication.